Manufacturer narrative:
(B)(4). Batch # g51r59. Additional information was requested and the following was obtained: when the stapler gun got locked, did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? When the stapler gun got locked, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device lock on tissue with the jaws closed? Yes. If yes, how was the device removed? With cutting the tissue. If yes, did the jaws eventually open? No. You reported that the staples were not formed properly. How was the tissue repaired? Doctor used another stapler and reload. Was there any change in the procedure (convert to open, etc.) Due to having to cut the tissue since the devices would not open? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No short cut-absent cut or malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the doctor observed in between the surgery, that the stapler gun got locked. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.